Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient was having their implantable neurostimulator (ins) replaced due to a normal end of life (eol) battery status. During the procedure, an impedance check was performed and two electrodes were found to be above 10,000 ohms. The physician elected to only replace the ins and test stimulation at their follow up visit. No environmental or external factors were reported that may have led or contributed to the issue. It was noted that the issue was resolved. No patient symptoms were reported and there were no complications. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. The cause of the impedance issue was unknown and the patient's weight was not made known to the manufacturer. The device was discarded by the account. No further complications reported.